Event description:
It was reported that while trying to print from the analyzer a message appeared "print que full" and the analyzer locked and the analyzer screen could not be accessed. Recycling the power restored access to the analyzer. Clearing the print que did not resolve the issue. Follow-up is being conducted to determine patient impact.

Event description:
It was reported that while trying to print from the analyzer a message appeared "print que full" and the analyzer locked and the analyzer screen could not be accessed. Recycling the power restored access to the analyzer. Clearing the print que did not resolve the issue. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) system errors found in the programmer error log. The system fan is noisy. (B)(4) analyzer was systems tested with no fault found.